Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the complaint could not be duplicated. A review of the pumps black box found related alarms. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.